Event description:
The following has been reported: error 51 speaker error und 52 power supply card buzzer reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed. Several technical error 51 and 52 were found which confirms the reported event. The device was not returned to brézins as repairs were carried out locally. According to provided information, the power supply board and the speaker have been replaced, that solved the issue. Post-repair quality control is compliant. The power supply board and the speaker sent back to brézins for further investigation. Once in brézins, a visual control was performed and nothing was noticed. Following visual inspection, cross-tests were performed and an error 51 triggered, that confirmed the reported event. This event could be linked to CAPA that was opened to address the technical error 51. To our knowledge this complaint is not being related to patient safety this complaint is considered as: valid the trend is: normal.